Manufacturer narrative:
The glucose reagent lot number was 747661 with an expiration date of 30-nov-2024. The total protein reagent lot number was 783223 with an expiration date of 30-jun-2025. The field service engineer ran a hardware check and found an issue with cell rinse. He adjusted the cell rinse and the analyzer had no further issues. The investigation determined the service actions resolved the issue.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump was not working, exposed to moisture, and critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Fluid was present in the insulin pump. Explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.